Event description:
During a (B)(6) 2014 surgical procedure, the company sales representative reported that the surgeon advised that he expected that the custom metal casing device would also include an off-the shelf mets smiles standard tibial component. Since the tibial component was not provided, the theater staff opened and used the same off-the-shelf mets smiles tibial component that the surgeon had expected to receive with the custom casing device. The procedure was successfully completed without incident.

Manufacturer narrative:
The complaint investigation concluded that this is an isolated incident involving a miscommunication between the surgeon and the company regarding the custom device order. More specifically, in the custom device order received via facsimile from the healthcare facility on (B)(6) 2014, the surgeon believed that he had ordered a custom design for a special metal case tibial component, along with a standard off-the shelf device (i.e., along with a standard off-the shelf device communication was not interpreted by the company's designer in the same manner. The operation drawing approved by the surgeon contained a note: to be used with the mets tkr system, use mkt/sc standard for tibial component. Thus the company intentionally did not provide the off-the-shelf mets tibial component, along with the custom device, based upon its interpretation of the order received, as well as the custom device design approved by the surgeon and the device delivery notice. Please note that this custom an mets device combination is similar to mets smiles total knee replacement approved under k120992.